Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
Contacted the customer to clarify the blood glucose reading at the time of the event. The customer stated that the blood glucose was 148 mg/dl, not 1500 mg/dl as had been previously reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized due to high blood glucose. Also, customer called to perform high pressure test, which pump failed. The customer was hospitalized due to high blood glucose, treated with shots. The customer's blood glucose at the time of hospitalization was 1500 mg/dl. Customer's current blood glucose was 148 mg/dl. Customer feels the pump was not working. Customer was put into a coma; they were hospitalized for seven days. The customer will return insulin pump for analysis.

Manufacturer narrative:
The device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The device had minor scratched display window, cracked case at display window corner, scratched case and cracked reservoir tube lip. The reservoirs were test and passed the leak test.